Event description:
Additional information was received that calcification was observed under the right coronary cusp (rcc), left coronary cusp (lcc), n on-coronary cusp (ncc) and in the left ventricular outflow tract (lvot). Of note, tight curvature of the aortic arch and left femoral artery bifurcates above mid femoral head were observed.

Manufacturer narrative:
Updated data: a4 b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 - annex b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b2 - date of death b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient died 19 days after the valve failure was identified.

Manufacturer narrative:
Imaging review: a case report and one 3mensio video clip dated (B)(6) 2026 were provided. The case report indicated the evolut valve implant appeared well expanded, with an implant depth of approximately 2.7 millimeters (mm) beneath the right coronary cusp (rcc), 1.7 mm beneath the left coronary cusp (lcc), and 2.4 mm beneath the non-coronary cusp (ncc). All sinus of valsalva (sov) diameters and sinus heights were within the recommended range. Protruding calcification was observed inside the transcatheter aortic valve near the lcc. The video clip review identified protruding calcification near the lcc, which likely represented a calcified prosthetic leaflet. This was observed at approximately 15 mm above the device inflow. Additionally, a calcified prosthetic leaflet tip was observed near the rcc at 21 mm above the device inflow. Updated data: a5a, a5b, b1, b2 (estimated date), b5, b7, g2, h1, h6 corrected data: h6 note h1: new information met criteria for report type update from malfunction to death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the valve failure mode was severe stenosis. It was also reported that aortic stenosis and unspecified aortic regurgitation occurred. It was further clarified that severe hemodynamic deterioration of the valve specific to a new occurrence of increase of >=2 grades of intra-prosthetic aortic regurgitation resulting in severe aortic regurgitation was observed. A transcatheter aortic valve revision was planned. However, the patient died prior to the revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 5 years and 10 months following the implant of a transcatheter aortic valve, an unspecified valve failure was identified.